Manufacturer narrative:
(B)(4). Concomitant products: stent: 2.75 x 28mm xience prime; 3.5 x 12mm xience v. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and death are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, three xience stents were implanted, a xience prime in the left circumflex, a xience prime in the mid left anterior descending coronary artery and a xience v in an unspecified vessel. One day post procedure, the patient experienced a myocardial infarction (mi) and died. The cause of death was reported as mi; however, no autopsy was performed and it is unknown if the mi was related to one of the newly implanted stents. No additional information was provided.